Event description:
It was also reported that the pulse generator exhibited intermittent output.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with dizziness and complaints of feeling tired. The pulse generator exhibited intermittent loss of capture. The device was explanted and replaced.